Event description:
Per hospital staff, while doing a system check, it was noticed that the power adapter was able to easily slide off the rails and did not stay in place like it should. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that power adapter s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of internal and external components found no abnormalities. Power adapter passed all functional testing for acceptance at incoming inspection. A fit check was performed with five different samples of drivers and the power adapter had a loose fit on all five, confirming and replicating the customer complaint. The retention shims installed were then removed for inspection. Both of these measured below specification. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported loose fit of the power adapter, causing it to slide on the rails, was determined to be out of specification retention shims. Failure investigation identified no test failures or damage that could have contributed to the event. The power adapter functioned as intended and the loose fit on the railing did not affect the ability of the adapter to power the driver, however, a loose fit on rails could result in loss of power or damage. There is a locking feature on the electrical plug to mitigate the risk of unintended separation. The out of specification shims will be addressed under a nonconformance to further ensure a proper fit on the rails and reduce the risk of separation. No adverse impact to patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, while doing a system check, it was noticed that the power adapter was able to easily slide off the rails and did not stay in place like it should. Device was not in patient use at time of complaint.